Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the impression post broke off in the hex during placement. Patient will return to replace implant. Symptom as a result: bone loss.

Manufacturer narrative:
This report is being submitted to relay device evaluation results and additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer h6: component code was added: 4755. H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. The implant was returned but the mount was not. Therefore, the reported event could not be verified. Based on the evaluation, an unreported implant malfunction has occurred ¿ (drive feature stripped/damaged) but mount malfunction could not be verified since the mount was not returned. There is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review for the lot (1235846) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the lot (1235846) for similar events and no other complaint was identified. Functional testing was not performed due to the nature of the devices and event. Therefore, the reported event could not be recreated. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is incorrect assembly of the mount to the implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information at the time of this report.